Event description:
It was reported by a patient, on voluntary report # (B)(4), that post a coronary drug eluting stenting treatment procedure, the stent became damaged. The patient had ten or more various types of stents implanted and the patient believes the stents are "broken". Additional information is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)